Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. No motor error alarms were noted. The motor was tested outside the device and passed. Unit received with cracked case at display window corners and battery tube threads, minor scratched display window, stained end cap sticker and back address serial number label.

Event description:
It was reported that the customer received a motor error alarm while performing a high pressure test on her insulin pump. At the time of reporting her blood glucose was 305 mg/dl. She was advised to revert to her backup plan. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.